Manufacturer narrative:
On 3-nov-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an unknown ablation procedure with an 8.5f sheath with curve viz mdc. Before use in patient while preparing the materials, the assistant checked the sheath. After inserting the dilatator, the nurse found a material inside the valve connector. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath, causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record review was performed for the finished device 50000157 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with an 8.5f sheath with curve viz mdc. Before use in patient while preparing the materials, the assistant checked the sheath. After inserting the dilatator, the nurse found a material inside the valve connector. The sheath was sorted out. With a new sheath the nurse was able to prepare all materials and the procedure was started and finished successfully. No patient consequences. The hemostatic valve was the section that broke. The bwi representative thought that the hemostasis valve (gasket) dislodged inside the hub but not outside the hub. The brim cap/hub did not detach from the sheath. Product was already shipped so no picture available. The sheath was not used on the patient, the issue was noticed pre-op. Air entered the patient¿s body. Hemostatic valve separation is MDR-reportable.